Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to a motor error alarm during a bolus and an unresponsive keypad. The customer did not recall any significant events leading to the issue. The customer's blood glucose level was 237 mg/dl. The customer performed the displacement test and it passed; the alarm was successfully cleared. The customer was advised to monitor the device and call back if issues persisted. The product was not replaced or returned.